Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the reported condition of an infuso.r. Pump that alarms at 5cc was confirmed and reproduced during product evaluation. The root cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.

Event description:
The facility reported an infusor pump which "goes right into alarm at 5cc". According to the facility representative, this event occurred during set-up in the anesthesia department. The device was being tested when a constant alarm interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.